Event description:
This case was initially received via regulatory authority (department of medical technology, health and youth care insp, reference number: not available) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the other essure and fallopian tube will be removed surgically') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2020, the patient experienced device intolerance ("essure insertion 2009, rejected after 11 years (one essure was rejected)"). On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. At the time of the report, the medical device removal and device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance and medical device removal with essure. The reporter commented: that the other essure and fallopian tube will be removed surgically (it was not clear if the surgery was performed). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (medical technology, health and youth care insp) on 17-jan-2022. The most recent information was received on 26-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the other essure and fallopian tube will be removed surgically') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2020, the patient experienced device intolerance ("essure insertion 2009, rejected after 11 years (one essure was rejected)"). On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. At the time of the report, the medical device removal and device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance and medical device removal with essure. The reporter commented: that the other essure and fallopian tube will be removed surgically (it was not clear if the surgery was performed). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.